Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was mfg and used outside the united states. Analysis is pending.

Event description:
Reportedly, during the follow-up performed on (B)(6) 2012, oversensing was observed on the rv level so that a non treated vf episode was recorded. An explanation is required.